Event description:
It was reported that the pt underwent pelvic surgery in 2004. Seventeen days later the pt developed a perineal hematoma. The pt was re-hospitalized. The pt was treated for eight days with augmentin 2 grams per day and flagyl 2 tablets per day. Surgical evacuation of the hematoma was performed.